Manufacturer narrative:
The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that he was not able to obtain an image on his olympus evis exera iii video system center during procedure preparation. According to the initial reporter, multiple different cables and 180 series scopes were used and still no image was present. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
Updated fields: h6 and h10. Correction to d9, e2, e3, h3 and h4. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the customer's complaint was confirmed. Images do not appear due to a faulty patient board. In addition, the following non-reportable malfunctions were found during the device evaluation: worn out video connector latch was noted and software version is outdated. Based on the results of the legal manufacturer's investigation, the cause of the imaging issue was related to a faulty patient board. However, a definitive root cause of no image being displayed could not be identified. Olympus will continue to monitor field performance for this device.